Event description:
The pt always complained about a permanent sizzling noise when acoustic stimulation was present; in quiet environment, the noise was not present. Several fitting sessions took place to try to solve the problem, with no success. The pt was re-implanted.

Manufacturer narrative:
(B)(4). The device was explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.